Event description:
It was reported that an asymptomatic patient presented for a normal follow up with a device that detected noise on the rv lead. The noise was noted on stored egms. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.